Manufacturer narrative:
The patient's lifevest was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient reported receiving a gong alarm one night which caused the patient to jump out of bed, fall, and fracture his arm. There is no alleged device malfunction. Follow-up indicated that the patient was under a physician's care for his injury and the medical outcome of the injury is unknown.